Event description:
The customer called to get assistance with setting up the insulin pump since she had not used it for 5 days due to being in the hospital. Customer stated that she was unable to rewind the insulin pump. During troubleshoot; it was found that the customer was unable to use the up and down arrows; the keys had an intermittent response. Last blood glucose value was 276 mg/dl. The call got disconnected and customer was called back but could not be reached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.